Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a sudden increase in threshold, increased lead impedance and decreased sensing were observed. Lead fracture was noted. The lead was explanted.